Event description:
A report was rec'd via FDA's medical products reporting program that a pt developed a fusarium infection while using renu (unknown type). The pt reported undergoing an emergency corneal transplant as a result. No further info was provided, and attempts to obtain further info from the pt have been unsuccessful.

Manufacturer narrative:
Bausch and lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evalauted met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenged as required.